Event description:
The manufacturers field service engineer (fse) reported the device would not power up on ac power. The fse evaluated the device and found the power cord not securely connected. The fse reseated the power cord and secured the strain relief to correct the findings. There were no parts replaced. No patient involvement. The device passed all applicable testing.

Manufacturer narrative:
Results: power cord was reseated and starin relief secured.